Manufacturer narrative:
This report was generated as part of the customer solicited feedback remediation project as per CAPA (B)(4) to capture the potential complaints that were documented in product experience records. Follow up was conducted to determine the details of the complaint. Product event summary: one controller was not returned for evaluation. The reported event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the limited information available, the most likely root cause of the reported event can be attributed to handling of the devices as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of customer feedback indicated that the physician had dropped controllers on the table ¿when doing setup in the morning¿ and ¿programming a controller before going into the (operating room).¿ the controllers remain in use. No patient complications have been reported as a result of this event.